Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). The pad-pak was first installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2014 and remained in fault mode until (B)(6) 2015 when an increase in voltage suggests a further pad-pak was installed. The device records multiple manual power ups of ten minutes duration between the (B)(6) 2015 and the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.